Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the initial implant, the device and rv lead were operating appropriately. The patient was on their way out of the lab when they received an inappropriate shock from the device. Egms showed sustained noise on the rv lead, which was not reproducible with provocation or box manipulation. The physician intervened, and replaced the rv lead, and all checks were ok. No adverse patient effects were reported.